Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one opened device with the packaging. Visual analysis noted that a handle was inserted in the clamshell and the clamshell was closed. There were no visual abnormalities noted with the clamshell. The one wire connector is intact with no foreign materials visible on connections. Functional evaluation that the powershell was fully seated in the clamshell but was not recognized. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, they removed the handle from the charger and it started up with no problem. They inserted the handle to the shell, however, the display screen did not change to the next indicator for a while. It suddenly showed used shell. They used another shell and the device became usable. The patient has no injury.